Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified creases fold and sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having been diagnosed with a ¿connective tissue disease or disorder.¿ side was unspecified, this record is for the right side. No treatment or surgical reoperation has occurred, device remains implanted. Findings reveal the event was marked in error. There is no event of ¿connective tissue disease or disorder.¿ healthcare professional reported right side rupture. Device has been explanted.